Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was not working properly due to pacing into faster rhythm. It was noted that previous asystolic pauses were observed on external monitor. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.